Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 410 mg/dl. The customer treated her blood glucose level with an injection. The customer was able to rewind the insulin pump. The insulin pump alarmed no delivery. The customer had trouble breathing over the phone. The customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.